Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was emitting tones. System evaluation was performed which noted noise and pacing impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and the pacing/sensing portion of this lead was surgically abandoned and replaced. Additionally, the associated device was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the root cause of the clinical observations was not determined. This device is expected to be returned for testing. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.